Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. Peritonitis was manifested by abdominal pain. The patient went to the hospital as a result of the event. The cause of and treatment for the event were not reported. The action taken with the patient's therapy and the patient outcome were not reported. No additional information is available.